Manufacturer narrative:
(B)(4). The information related to product code has been updated and provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl at the time of event. Customer was treated with manual injection for high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not in auto mode at the time of event. Customer stated they performed high pressure test and test was passed. Customer was assisted with possible causes of high blood glucose. The insulin pump will not be returned for analysis.